Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A customer reported a patient experienced a hemorrhagic choroidal. Additional information has been requested, but none has been received.

Manufacturer narrative:
The company service representative examined the system and found no problem with the system. The system was then tested and met all product specifications. The system was manufactured on july 25, 2012. Based on qa assessment, the product met specifications at the time of release. A review of complaints for the last 24 months did not indicate any additional related reports for this system serial number. Additional follow up of the event revealed that the system was restarted during surgery, which led to an imbalance of the eye. However, why the system was restarted cannot be determined conclusively at this time. The system was found to meet specifications; therefore, the root cause of the reported event cannot be determined conclusively. (B)(4).